Event description:
Blood backed into the system 90t pump. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event- reported 7/14/97.) (Pt's current status: unk-rpt'd 7/14/97.)